Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to have data successfully uploaded. No reports were available for review. The device remains in service. No additional adverse patient effects were reported.